Event description:
It was reported by the patient that following a storm, when the remote monitor was connected into the phone lines, the home phones were disabled. When the monitor was disconnected the phones worked. The monitor was replaced. No patient complications have been reported as a result of this event. The device was returned and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the device was out of specification electrically with both assembly and adaptor. The device would not power up using the power supply returned by the customer. It did power up using a known good power supply, however it would not start an interrogation. It failed a vendor's analysis modem test due to defective components at the transistor and the zener diode.